Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840005535, 510k # k113174, UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l2/3 due to ossification of the yellow ligament (oyl). Intra-op, the pedicle screw (ps) on the left side of l2 deviated to the lateral side. When the reinsertion of ps was performed, the wound closure was once performed. The screw was pilled out at the same time when removing the cross link, and a slight pedicle fracture occurred on the left of l2. The procedure on l2 was skipped, and the fixing range was extended until l1. The screw that had been inserted at left l2 was used for right l1. There was a delay of 60 minutes or more as a result of this event. No patient complications were reported due to this event.